Event description:
It was reported that pt presented with z-syndrome approximately 1 month post crystalens implant in the right eye (od). The surgeon tried to reposition the lens at the 7 weeks post-op mark but was unable to manipulate the lens and she placed a capsular tension ring (ctr), but the "z" remained. The pt's pre-operative manifest refraction was -5.75 +0.25 x136 and bcva of 20/40. The pt's manifest refraction after cataract surgery and before intervention was -1.50 +0.50 x90 with bcva of 20/15. At 9 weeks post-op, the dr stated the lens z syndrome occurred again with the best bcva at 20/15 and manifest refraction -3.00 +1.25 x080. The surgeon indicated that in her opinion the likely cause of the event was capsular contraction. The pt's current prognosis and treatment was indicated as "needs yag od."

Manufacturer narrative:
The lens is implanted, therefore, it is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.